Event description:
It was reported that this subcutaneous system was explanted due to oversensing issues. No resulting adverse patient effects were reported and another system of the same model type was implanted without further complication. The explanted electrode is expected to be returned for laboratory analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.